Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#serial#: (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 07-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine, clonidine, and dilaudid (hydromorphone) via an implantable pump. It was reported that the patient had pain at the catheter site and while in the hospital for an unrelated small bowel obstruction, another physician opened what was assessed as an abscess at the lumbar incision site. Examination revealed this is a small seroma and a pressure dressing was placed. The seroma was negative for growth. The patient and seroma persisted.